Manufacturer narrative:
Two sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. The ph was in specification. There was not enough solution to test conductivity. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings. No conclusions can be drawn.

Event description:
A patient (pt) contacted our firm via email to report having developed infectious corneal ulcers (ICU) ou while wearing acuvue oasys contact lenses (cl). The pt reported pain and light sensitivity but did not indicate the wear schedule or the disinfecting solution that he/she was using. On (B)(6) 2011, the pt emailed our firm stating "currently my eyes are doing well, I have healed up the ulcers on each eye, I had 3 on the right eye and 2 on the left, and am now back in acuvue 2 contacts. I previously had ulcers on the right eye at 2 other times before thinking they were scratches or maybe I irritated my eye." The pt saw an eye care professional (ecp) for the ICU episodes and was treated with zylet eye drops. The pt stated that the treating ecp informed him/her that she saw old scars os from a prior event. This report for od; the os in MDR # 1033553-2012-00002. On (B)(4) 2012, our firm asked the pt to clarify the past ocular event(s). The pt stated that in the past he/she had a corneal ulcer while wearing her acuvue lenses but did not seek medical attention for that event. The pt self treated using a triple antibiotic ophthalmic ointment on the os eye, stopped wearing lenses for 24 hrs and the eye was fine. The pt agreed to provide authorization to the treating ecp to release medical information to our firm. Our firm has made several unsuccessful attempts to obtain clinical information from the treating ecp.